Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to respiratory failure. It was stated that this was not device or therapy related. The patient was admitted for ventricular tachycardia (vt), ventricular fibrillation (vf) and pneumonia. The ventricular assist device (vad) was decommissioned prior to the patient's death. The device was functioning normally. The device was not going to be returned. An autopsy was not performed and would not be provided. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the respiratory failure was pneumonia. The symptoms of respiratory failure was pneumonia. Respiratory failure was treated with intravenous antibiotics. The patient had symptoms of heart failure exacerbation due to the arrhythmia. Many treatments were performed for this. It did not result in clinical compromise. The patient had a history of arrhythmia pre-lvad. It was unknown if the arrythmia in this event was vad related. The patient had an ICD implanted prior to the vad and it was unknown if this was an abbott device.